Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), genital haemorrhage ("gen. Abnormal bleeding"), urinary tract infection ("uti"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, genital haemorrhage and urinary tract infection had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia , general. Abnormal. Bleeding, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dyspareunia , general. Abnormal. Bleeding, uti, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.